Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on 04/06/2018. Patient stated the cgm was reading between 100-170mg/dl and patient had a seizure and became unconscious. The patient¿s daughter called the paramedics and when they arrived, they checked the patient¿s bg and the meter displayed 55mg/dl. The patient was transported to the hospital where they were treated for low glucose and then was transferred to a different hospital. The patient was admitted for 3 days to monitor and stabilize their glucose level and was treated with acarbose. At the time of contact, the patient was fully recovered. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.